Manufacturer narrative:
The reported senor (B)(6) was returned for investigation. Visual inspection of the returned sensor patch was completed, and no issues were observed. Data was extracted from the returned sensor using an approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) due to a temporary drop in the source voltage. The plug assembly was inspected, no failure mode was observed. The sensor was further investigated and de-cased. No issues were observed upon visual inspection of the printed circuit board assembly (pcba). Battery voltage measured and is within specification. Therefore, this issue is confirmed as a result of the brownout reset all pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated from (B)(6) to (B)(6)

Event description:
A customer reported receiving a "replace sensor" message from the adc freestyle libre 2 sensor after 1 day of wear. The customer experienced unspecified symptoms of hypoglycemia and was treated with grape sugar by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc freestyle libre 2 sensor after 1 day of wear. The customer experienced unspecified symptoms of hypoglycemia and was treated with grape sugar by a third-party. There was no report of death or permanent injury associated with this event.